Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated due to low battery voltage. It was noted that the right atrial (ra) lead had high impedance. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.